Manufacturer narrative:
Other relevant device(s) are: micra : model#: mc1vr01-delsys, expiration date: 14-mar-2020, serial#: (B)(4), UDI#: (B)(4). Device available for evaluation: no, mfg date: 26-sep-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), several attempts were made to position the device but low sensing, high pacing thresholds and high impedance were noted. The ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID# mc1vr01-delsys. Return date: 26-apr-2019. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. The delivery system stability member was kinked/buckled. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device partially recaptured in the device cup. The outer shaft is kink/buckled at 5.3 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. The proximal end of the stability member is kink/buckled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.